Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the cause was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit exhibited a leakage of the primary pressure reducing valve and failure of the electro-pneumatic proportional valve. There was no patient involvement.

Manufacturer narrative:
H6 updated: finding code.

Event description:
No updated information from patient.